Event description:
The customer reported the prongs retract back into ac adapter. During product eval on (B)(6) 2013, the technician observed a breached transformer housing.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter to be returned for eval. The defective power adapter was rec'd at medela on (B)(6) 2013. A product eval confirmed the customer reported problem and revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The technician was unable to test the voltage across the dc plug due to prongs being out of position. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 56.30 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.